Event description:
The customer reported via phone call that they had low blood glucose. Customer had low blood glucose level of 49 mg/dl and 60 mg/dl. Customer treated low blood glucose with glucose tablets. Customer declined troubleshooting for low blood glucose level. It was unknown whether the customer was using auto mode feature or not. Customer reported low battery issues with their transmitter. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.